Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation of belt sn (B)(4) is underway. Review of the download data does not indicate any device malfunction that would cause or contribute to the reported affected area.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction while wearing the lifevest. The patient originally reported that gel was released and there were allegedly 3rd degree burn marks under the rear therapy electrodes. The patient had removed the lifevest and put on a shirt. The shirt then became stuck to the affected area. Review of the download data does not indicate that the patient experienced any treatable arrhythmia that required a defibrillation shock. The patient visited the doctor who indicated that the patient may have had an allergic reaction to the gel and prescribed an a&d cream. Follow up indicated that the area was healing and the doctor released the patient from the lifevest due to an improved ejection fraction.